Manufacturer narrative:
H3 other text : the device has not been returned to the manufacturer for analysis.

Event description:
The manufacturer was contacted regarding a remstar pro c-flex+ device, which was alleged to have black flecks in the water chamber. No clinical information or medical intervention was specified. The patient was advised that the device falls under the recall and to register the device. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.